Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Current device location is unknown.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed visually. Analysis of the device revealed that the device failed to meet specifications; the device failed visual and functional examination due to a bent pin on port 1. The device was related to the reported event. The confirmed device malfunction is related to the reported event. IFU and patient manual outline the steps for handling and properly connecting power sources in order to prevent damage as well as instructions for routine inspection of the power connection ports on the controller. Per the precautionary statements: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. The most likely root cause of the failure is improper alignment of the connectors and applying pressure while trying to connect. Heartware has opened an internal investigation to address this issue. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the medical staff that patient had a bent pin in "slot 1" of the controller. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported.